Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump would not rewind and prime. Blood glucose value is unknown. Customer stated she will be upgrading the device and reverted to her old insulin pump. Customer would be calling back to troubleshoot.